Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es were on critical override. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI), medical device model, section e initial reporter facility name. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 10-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medstations are on critical override. A technical support specialist found that issue was reported to our development team, and the root cause was being investigated. At the time this knowledge article was written, the root cause was believed to have been caused by a loss of communication between the sync 2.0 server service and the database server when the synchronized 2.0 server service was restarted or the server was rebooted. The tss accessed the affected med es device via remote smart service. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es were on critical override. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.